Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a skin reaction with pimples and a bump at the needle puncture site. The patient called their healthcare provider (hcp) and the skin reaction was treated with a prescription of an oral antibiotic, penicillin, dicloxacillin. At the time of the report the patient was stable. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H2 correction. H6 investigation findings - correction.